Event description:
Pt spontaneously called in to report that ms3 pumps sn (B)(4) (02/18/2020), sn (B)(4) (03/20/2020), and sn (B)(4) (11/16/2019) all lost charge on their internal battery and lost programming. Error did not occur while in use and did not cause any harm to the pt. Pt switched to her back up pump and did not have any disruptions in therapy. Pharmacy is sending a replacement pump to pt. Reported to (B)(6) by pt/caregiver.